Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) was confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor programming was corrupted, preventing installation of web tools. The monitor was reprogrammed and passed incoming functional testing. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.